Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: 415126 was used for infusion. On the 2nd/3rd day, after injecting chemotherapy drugs, the tube was flushed and sealed. Severe leakage was found, and when the connector was removed, the thread shell of 415126 was found to be cracked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination, a vertical crack on the threads of the caresite body. A leak test was performed on the returned samples; leakage was observed on both samples. Retained samples with the same lot number were visually and physically tested per specification. The five samples tested passed and were within specifications and no defects were observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While a defect was observed, an exact root cause could not be determined. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.